Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-33, lot# va1683a, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead.

Event description:
Additional information was received from a consumer. It was reported that the patient had a fall and the system had to be replaced. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va1683a, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID 3889-33, lot# va1683a, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they fell on their buttocks two weeks prior to the report and it felt like the device moved. It was indicated that it felt like it was not flat, and was "going straight in now." They could not seem to get the device to work. It was noted that they stopped feeling it about two weeks prior to the report. During the report, they could connect and the device was shown as off. When the patient turned the device back on, they were able to feel stimulation. They mentioned that they would purchase new batteries. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.